Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to cuff erosion. The aus was replaced and a smaller cuff was implanted. There were no additional patient complications reported